Manufacturer narrative:
The patient's age at time of event or dob and weight are unknown. The information was not available from the facility. The balloon was unable to fully deflate, thus the device and sheath were removed as a unit. A new sheath and a competitor device were used to complete the procedure, resulting in prolongation of the case. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. (B)(4). The angiosculpt device was returned intact and connected to an introducer sheath and stopcock. Visual inspection found an accordion balloon. The transition tubing was necked, stretched, an accordion. The shaft was accordion in multiple locations. During functional testing, the introducer sheath and the stopcock could not be removed from the device. Due to the condition of the returned device, the cause of the balloon unable to fully deflate could not be determined.

Event description:
After the 6th inflation of the angiosculpt device, the balloon would not fully deflate despite repeated attempts. Attempted to remove device but it could not be withdrawn through the sheath. The sheath and device were removed as a unit. A new sheath was introduced over indwelling guide wire and procedure was completed with a competitor device.

Manufacturer narrative:
The patient codes and device codes were not included in the initial MDR.